Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the reported issue was not cause by the software, but an electronic picture archiving and communication systems (pacs) configuration issue. Codes b17, c19, d14 are applicable to this analysis. Additional information in section e. B5 clarification: "ate" = (ae title) "q/r" = (query/retrieve) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that patient data did not transfer when setting the internet protocol (ip) address and "ate" with the system. The issue was addressed by adjusting two code forms in the 'dicomscpconfig. Conf' at the navigation system. Initially, the "q/r" function was not working, but it functioned normally after adjustment. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735740, software version: 1.3.2. H3, h6) the system was serviced in the field. In summary, no faults were found. The system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.